Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system safety mechanism did not activate during use, leaving the needle exposed. The following information was provided by the initial reporter, translated from portuguese to english: "we would like to inform you about the following complaint that the cateter intima intravenoso with caliber 24g adapter, after use did not activate the safety device, leaving the needle exposed."

Manufacturer narrative:
H.6. Investigation: four picture samples were received for evaluation by our quality engineer team. Through examination of the picture samples, the defect of safety shield activation failure was confirmed. A device history record review was performed and the review did not reveal any signs of non-conformance during the production of lot number 8299706. Throughout the production process, quality inspections were completed with no defects found. At this time, a definite root cause cannot be determined, however the reported issue may occur with incorrect use of the device. An exposed needle may result if the stylet is pulled from a location other than the marked grip location.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system safety mechanism did not activate during use, leaving the needle exposed. The following information was provided by the initial reporter, translated from portuguese to english: "we would like to inform you about the following complaint that the catheter intima intravenoso with caliber 24g adapter, after use did not activate the safety device, leaving the needle exposed."